Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right coronary artery (rca). A 3.5x15mm xience alpine drug eluting stent (des) was advanced towards the target lesion; however, the stent came off the balloon and had to be snared out of the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A new 3.5x15mm alpine des was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - device was available for evaluation. H6: component code 4755 - removed. H6: type of investigation 4114 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement resulting in the reported stent dislodgement. The dislodged stent was removed successfully with a snare. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device not available for evaluation.